Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. Upon device interrogation in the pre-operating area, abnormal electrograms were noted and lead dislodgment was suspected. In the procedure room fluoroscopy confirmed, the atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.